Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment regarding the programmer's stylus not working. It was confirmed that the cursor intermittently did not respond to the stylus. A known good stylus worked as normal. The stylus was replaced. The "xy" board was replaced as a preventative. The stylus was recalibrated. A salvaged part was used for the "xy" printed circuit board (pcb). All salvaged parts were used were inspected as per the applicable requirements. The hard drive was reconfigured, reloaded, and its software updated. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was not working. The device was returned for servicing. There was no patient involvement.